Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the device was used for anastomosis with idrive. At the middle of 2nd firing, the knife suddenly became not to cut tissue and the surgeon moved forward the device. When the jaws were opened, staples were just stuck and laid on tissue. The staples did not form. Another device was used to complete procedure. Operating time extended: less than 30 min. Pieces fell into the cavity and could be retrieved. No bleeding. No info about the use of reinforcement material. Reinforcement material was used. Another staple was used over the previous staple line to treat the damage.

Manufacturer narrative:
(B)(4).